Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Review of the pod data found a rotational sensor malfunction. The pod was reset and reran, however the pod generated an 0x5c hazard alarm after the initial priming sequence indicating open count too low at end of prime, although the pod did not replicate the rotational sensor error. Inspection of the rotational sensor assembly found contamination located on the commutator cap. The observed commutator cap contamination could not be confirmed as the cause of the first prime ending prematurely and the cause of the reported needle mechanism failure complaint could not be determined.